Event description:
Customer's wife reported hospitalization due to high blood glucose. Doctor stated that the hospitalization is due to infusion set malfunction. The blood glucose reading at the time of the event was 511 mg/dl. Customer was vomiting, nausea, weak and unconscious. Caller stated that customer came home from work feeling sick. Diagnosed diabetes ketoacidosis. Hospital treated with IV drips.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.